Manufacturer narrative:
The field service engineer ran ise checks and precision studies; both were successful. The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, an abnormal sample aspiration alarm and a sample clot alarm were observed at the time the sample was pipetted. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. A plasma tube of the sample was tested, resulting with a k value of 5.81 mmol/l. A serum tube collected from the patient at the same time was tested, resulting with a k value of 4.46 mmol/l. The plasma tube was also tested twice on a siemens rapid point 500 analyzer, resulting with k values of 5.77 mmol/l and 5.73 mmol/l. The 5.81 mmol/l value was believed to be correct and was reported outside of the laboratory. The k electrode lot number and expiration date were requested, but not provided.